Event description:
It was reported by the sales rep that during a surgical procedure, the surgeon claimed the instrument would not form complete staples near the distal tips of the device. There was no patient consequence.